Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the nurse could not fully remove the needle post insertion was not confirmed on the returned 24g nexiva unit. The needle and tip shield were received fully separated from the catheter adapter. A functional test showed that the needle could be reassembled to the IV catheter and fully retracted without complication and the tip shield safety mechanism fully separated from the catheter adapter. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva unable to remove the introducer (needle). The following information was provided by the initial reporter: we have a nexiva catheter incident where the nurse could not fully remove the introducer. They were able to loosen it pre-insertion and retract it post insertion, but it would not fully detach. They had to remove the catheter and poke again. I have the catheter, but now it is detached and looks unremarkable to me. Patient required second poke.